Event description:
The customer reported that the device was having intermittent charge and shock issues. There was no pt involvement.

Manufacturer narrative:
The customer reported that the device was having intermittent charge and shock issues. There was no pt involvement. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.